Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a lead warning occurred even though the lead trends "look solid." The lead appeared to be functioning normally and the lead remains in use. No patient complications have been reported as a result of this event.